Manufacturer narrative:
H.6. Investigation: bd has received several customer complaints for false positive results, when using bd sars-cov-2 reagents for bd veritor¿ system. The current investigation concerns multiple lots of bd sars-cov-2 reagents for bd veritor¿ system. Bd takes a systematic approach to investigating false positive complaints that are received. This approach involves review of manufacturing batch history records for batch number 0222901, testing of retention samples of batch number 0222901, and testing of customer returned samples if applicable. The investigation did not find a root cause for the false positive results that were observed. The root cause is under investigation and will be documented in our quality system. Bd cannot confirm the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed.

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while testing for sars cov-2 false positive results were obtained. Repeat tests were performed using a pcr test method and the results were negative. The customer stated the patients tested were asymptomatic. This test is not intended for use on asymptomatic patients, and was therefore, used off label. Employees were sent home until the repeat tests gave negative results. There was no patient impact was otherwise reported. Eua#: (B)(4).